Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified in the pump logs, however, no failure was identified. Additionally the alleged inaccurate insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the battery depleted quickly. Customer¿s blood glucose level was between 108-400 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.